Manufacturer narrative:
The investigation into the battery power issue has been completed. The automated impella controller (aic) was returned for investigation. The battery failure alarm was due to a defective battery 1 (decline and flatline of individual cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a control device battery failure alarm and a battery status unknown alarm. There was no report of patient harm or injury.